Manufacturer narrative:
Device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treated clinician. Kci was unable to confirm the reported language issue.

Event description:
The following info was obtained by kci through a review of medical documents: initial activ.a.c. Start date was (B)(6) 2010 and ended on (B)(6) 2010. On (B)(6) 2010, the medical records indicated that the pt claimed the language had been changed to (B)(4) and no one was able to read the activ.a.c. Screen. The pt further claimed that the (B)(6) was not able to change the dressing or place therapy on appropriate settings. According to the records it does not appear that the (B)(6) clinic was ever notified of the language issue nor was kci contacted. On (B)(6) 2010, the pt was seen by the (B)(6) physician and was found to have a significant amount of purulent, non-viable tissue in the wound bed and sharp debridement was performed.